Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced a fall and that they were lifted up by their shoulders and arms. The patient reported being concerned that the right atrial (ra) lead and right ventricular (rv) leads have become dislodged and that their implantable pulse generator (ipg) has migrated from its original location. The ipg system remains in use. No further patient complications have been reported as a result of this event.